Manufacturer narrative:
One opened company handpiece injector was returned for evaluation for the report of the thread not working. A visual inspection of the injector was performed and was found to be conforming. A dimensional inspection for plunger position height was performed and was found to be conforming. Also, a functional thread to barrel engagement check was performed and was found to be conforming. A review of the device history record traceable to the reported lot number indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned sample was found to be conforming for all visual, functional and dimensional testing associated with the reported event, therefore an injector thread not working as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported during an intraocular lens (iol) implant procedure that, when mounting the lens in the cartridge and placing it in the injector ready for implantation, it was evident that the thread did not work. The procedure was completed on the same day and there was no patient contact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).